Event description:
Boston scientific received information that during implant, the lead tines of this right ventricular (rv) product caused the lead to became stuck in the tricuspid valve. The rv lead was not able to be advanced, nor removed: the lead was surgically abandoned and another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.